Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, pump error alarm confirmed in the pump history due broken trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose level of 320 mg/dl and also had pump error alarm. The customer treated with insulin pen and insulin pump. The customer's blood glucose came down to 245 mg/dl. The customer also had symptoms like nausea, vomiting. The customer stated that the drive support cap was normal. The customer reported that the insulin pump case was crack. The customer was assisted with the self test and the test was passed. The product was returned for analysis.